Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with fungal peritonitis following a prolonged hospitalization. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of severe foot pain, abdominal pain, drain complications, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = not provided) were collected, and the patient was diagnosed with peritonitis. The patient was admitted, and further testing revealed the patient¿s foot pain was related to gangrene (left great toe amputated). The patient was treated with IV vancomycin 2000 mg every other day and ceftazidime 1500 mg daily x 21 days. However, on (B)(6) 2023 the patient¿s peritoneal effluent culture result returned positive for candida albicans, and the patient¿s vancomycin and ceftazidime were discontinued. Instead, the patient was prescribed IV diflucan daily x 21 days (dose not provided). During the hospitalization, the patient¿s pd catheter (not a fresenius product) was surgically removed (date not provided) and a permanent hemodialysis (hd) catheter (not a fresenius product) was inserted. The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).